Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the base was contaminated by a medical fluid event occurred during a colonoscopy diagnostic procedure involving an olympus xenon light source. The intended procedure was completed using a similar device. There was no patient injuries reported.